Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxt150 +20.5 diopter multifocal intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. The lens was later explanted on (B)(6) 2018 because the patient was experiencing visual disturbances. A competitor lens was implanted as a replacement. No incision enlargement, no vitrectomy was performed and no patient injury occurred. The patient was reported as recovered and doing fine post-surgery. The explanted lens was discarded by the surgery center. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.